Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ping meter read inaccurately low. The patient indicated that the alleged issue started on (B)(6), 2010, at 10:00 pm. The patient reported a meter reading of "29" mg/dl. At the same time the alleged issue began, the patient reportedly administered self-treatment by eating food and/or drinking a beverage. The patient denied that she developed any symptoms because of the alleged issue. The patient also denied that her blood glucose was tested on another device during the time of concern. The patient reportedly performed a control solution test that failed. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly performed a control solution test that failed. Also, the patient claimed she obtained a meter result of "29" mg/dl and was asymptomatic at the time; in this clinical situation such a reading would be considered erroneous, since an individual is expected to have altered consciousness with a blood glucose level less than 40 mg/dl. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. Although the patient administered self-care by consuming food/drinks, she denied developing any symptoms because of the alleged meter issue.

Event description:
Three canisters were cracked out of the box. The canisters were discarded by the hospital.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter close.